Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, displacement test, active current measurement test, and self test. The adapt tool was utilized to search for alarms that may have occurred in the past that may have triggered the reason of complaint. During download review, pump error 63 alarm was confirmed in (adapt) history files on 10/04/2024 at 12:16:09. File number = 2017 and line number = 147. Per software engineering log, pump error 63 is a hardware error with twi interface or with ad5161 chip. In addition, multiple failed batt test alarms were recorded on 10/04/2024 from 12:16:12 through 12:17:55, with a total of 6 alarms. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec. No battery related alarms noted during testing of unit. Unit functioned properly. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or electronic anomalies noted during deconstructive analysis. Isolate to electronic assembly. Unit also received with cracked case (battery tube), cracked case on battery side, scratched case, cracked lcd window and cracked keypad overlay at select button. In conclusion, the customers concern for pump error 63 was confirmed when it appeared in adapt history files on complaint event date. Pump error 63 is possibly a hardware error with twi interface or with ad5161 chip. Isolate to electronic assembly. Unit was also received with cracked case (battery tube), confirming customers allegations of cosmetic damages. However, no failed batt alarms or battery related anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump error 63, failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1885l. Troubleshooting was performed. Customer reported receiving a battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer is not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. Mmt-1885l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.